Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a missing display window, bleeding display glass, a cracked case near the display window corners, cracked reservoir tube lip, cracked battery tube threads, a stained address and serial number label and a missing and cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported by the patient that their insulin pump has an unresponsive keypad. The patient's blood glucose level is unknown. Trouble shooting was conducted. Device is being returned. No further information available.